Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis due to tract cancer. The stenosis was located in the middle and lower bile duct and was approximately 4cm in length. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the physician encountered difficulty advancing the stent system to the target site. The physician began deployment of the stent but determined that the stent had moved over 2cm from the target site. When the physician attempted to reconstrain the stent for repositioning, the stent failed to completely retract. Approximately 1cm of the distal end of the stent remained deployed. The partially deployed stent was removed from the patient. It was noted that the stent system was damaged near the yellow marker. The procedure was not completed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 9mm. The outer sheath was kinked and accordioned between the proximal end of the stent and the distal end of the yellow inner jacket. During a functional evaluation, no issues were noted during an attempt to retract the outer sheath proximally; however, the stent was unable to be fully constrained. During the analysis, the stent was able to be fully deployed and no issues were noted with the stent. The shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. No issues were noted with the inner shaft. No other issues were noted with the device. Based upon investigation findings, which indicate that the outer sheath was kinked and accordioned, the reported "damage" to the delivery system is no longer considered reportable. However, this event will remain MDR-reportable as the stent was returned partially deployed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, the device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a device that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent deployment issue (partial deployment). Reported event of stent delivery system damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis due to tract cancer. The stenosis was located in the middle and lower bile duct and was approximately 4cm in length. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the physician encountered difficulty advancing the stent system to the target site. The physician began deployment of the stent but determined that the stent had moved over 2cm from the target site. When the physician attempted to reconstrain the stent for repositioning, the stent failed to completely retract. Approximately 1cm of the distal end of the stent remained deployed. The partially deployed stent was removed from the patient. It was noted that the stent system was damaged near the yellow marker. The procedure was not completed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.